Manufacturer narrative:
It was originally reported that 2 devices experienced the reported issue; however, upon further investigation of 1 of the devices, it was not experiencing the reported issue. The count of events has been updated to reflect this correction.

Event description:
This report summarizes 1 malfunction events, where it was reported the devices experienced the fowler stuck in a raised position. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced the fowler stuck in a raised position. There was no patient involvement.